Event description:
It was reported that the patient was admitted to the hospital with symptoms of abdominal pain and shortness of breath. Lead testing revealed high impedance and inconsistent capture on the right ventricular (rv) lead. It was further reported that the rv lead had l oosened due to a loose setscrew. The physician tightened the setscrew, resolving the issue. The rv lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead implanted: 2009-(B)(6); 4193-88 lead implanted: 2009-(B)(6). (B)(4)